Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered from the cassette into the cassette door during tx complete - step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning alarms during fill 1 of treatment. The patient was unable to clear the alarms and cancelled treatment. Fluid was discovered during tx complete - step 9 remove cassette when the cassette was removed. The back of the cassette was intact. The patient re-setup with supplies and during dwell 1 of treatment the cycler prompted with m31 air detected in cassette warning, m75 volume error warning and m41 patient sensors too high warning alarms and treatment was cancelled. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to disregard using the cycler due to the fluid leak and contact the peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered from the cassette into the cassette door during tx complete - step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning alarms during fill 1 of treatment. The patient was unable to clear the alarms and cancelled treatment. Fluid was discovered during tx complete - step 9 remove cassette when the cassette was removed. The back of the cassette was intact. The patient re-setup with supplies and during dwell 1 of treatment the cycler prompted with m31 air detected in cassette warning, m75 volume error warning and m41 patient sensors too high warning alarms and treatment was cancelled. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to disregard using the cycler due to the fluid leak and contact the peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was no longer available to be returned for investigation.